Event description:
It was reported that the implantable cardiac monitor could not be interrogated. No intervention was reported. The patients condition was good during and after the event.

Event description:
New information states that the implantable cardiac monitor was explanted.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis confirmed the reported complaint of unable to interrogate due to premature battery depletion. The cause of the premature battery depletion could not be determined.